Event description:
It was reported to st. Jude medical that the ICD and lead displayed a connector anomaly. R-wave amplitudes were low and ventricular capture was not possible even at high outputs. During lead revision, it was noted that the lead was not fully in place in the port of the device. After unscrewing both set screws, the physician had difficulty removing the lead pin from the header port. It was believed that the set screw may have come loose some time between the last procedure and today's procedure.